Event description:
Discomfort at the pump site was reported. Part of the lateral aspect of the patient¿s pump was uncomfortable and the patient felt that it was too superficial. No diagnostics were performed. The etiology was indicated to be related to the device or therapy. The severity was noted as mild. The pump was used to deliver clonidine. It was further reported no action had been taken and the event was ongoing. It was later reported that surgical repositioning of the device took place on 2014 (B)(6).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that, on (B)(6) 2014, the event outcome was resolved without sequelae.